Event description:
It was reported that during an intervention to treat the distal right coronary artery de novo lesion with moderate tortuosity, concentric, moderate calcification with a vessel diameter of 3 mm and a vessel length of 30 cm and stenosis of 99%, a non-abbott guide wire was unable to cross the lesion. The non-abbott guide wire crossed the chronic total occlusion (99%) lesion. The 1.5 x 15 mm mini trek rx balloon dilatation catheter was inflated to 14 atmospheres. During removal of the trek, the guide wire was removed from the anatomy in toto along with the trek and resistance was felt with the guide wire when the trek was removed. To remove the microcatheter, the guide wire crossed the lesion again and another non-abbott microcatheter was able to remove it from the anatomy. The procedure was completed with a 3 x 23 mm xience v stent implanted in the lesion with no resistance and 0% stenosis. During post-dilatation with a non-abbott balloon, resistance was met with the guide wire. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek catheter noted contrast visible in the inflation lumen and in the loosely folded balloon consistent with preparation and the balloon inflated. There was a non-abbott guide wire returned with contrast on the core and coils. There was no damage noted to the non-abbott guide wire. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. An attempt was made to advance a mandrel through the tip past the proximal seal and through the guide wire exit notch but the mandrel would not advance through the inner member 2.7 mm proximal to the proximal seal. The mandrel was advanced through guide wire exit notch and advanced up to the inner member 5.6 cm mm proximal to the proximal seal. The outer diameter of the guide wire was measured to be .01379 inches. The returned guide wire was backloaded through the tip and there was resistance noted but the wire could be advanced completely through the guide wire lumen. A new indeflator filled with water was used to pressurize the balloon catheter to 265 psi and then release pressure to neutral. At neutral pressure the guide wire was able to move back and forth in the inner member but there was some resistance noted. In this case, it is possible that the mini trek catheter was positioned over the smaller diameter portion of the guide wire during inflation, resulting in the inner member tightening on the guide wire, contributing to resistance during retraction; however this could not be confirmed. Material discrepancies, incorrect preparation for use, guide wire size selection, or high pressure/multiple inflations can also affect the guide wire lumen and cause difficulties with the guide wire. Further analysis was performed with engineering, and the balloon catheter was pressurized to 8 atmospheres without a mandrel or stylet inserted through the guide wire lumen to reveal the inner member was collapsed throughout the entire length of the balloon and proximally for a length of 5 cm proximal to the proximal seal. The collapsed inner member twisted direction at 1.3 cm proximal to the proximal seal. As noted, a mandrel or guide wire was not inserted in the guide wire lumen of the mini trek, which resulted in the inner member collapsing as there was no support for the lumen. Analysis of the returned catheter noted slight resistance with the guide wire; however, a conclusive cause for the reported difficulties could not be determined. A search of the lot history record indicated no non conforming material reports for the lot related to the complaint. A search of the complaint database indicated no related incidents for this part and lot. There is no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected and checked for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.